Event description:
It was reported that during a litho procedure, the system 9800's x-ray arced and then needed to be reinitialized. The procedure continued without any further incident. There was no adverse patient involvement or patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The x-ray filament and the high voltage cable were replaced. The system was tested and found to be working as intended and placed back into service.